Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 76 and 79mg/dl. The customer's expected fasting blood glucose test result range is 120 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/25/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: reviewed meter memory (B)(6).